Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise that was oversensed and stored as high ventricular rate episodes. The patient was asymptomatic and would continue to be monitored.